Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 600 mg/dl at the time of hospitalization and were treated with manual injections and intravenous insulin. The customer had nausea and vomiting. The customer was unable to complete carelink upload. The customer had diabetic ketoacidosis due to her infusion set. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer was no longer able to recall the date and time when they were admitted. The customer consulted their healthcare professional and was told that the infusion set that they were using was no longer working for them since it can no longer deliver insulin. The insulin pump will not be returned for analysis.